Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified bd needle broke. The following information was provided by the initial reporter: I'm following up on a twitter post I made about a needle I received that was broken. The cover and wrapper were both intact with no obvious signs of damage. The needle was a 20gx1 "precisionglide". I've already disposed of the needle and its package, so I can't give you an exact lot number.